Manufacturer narrative:
Visual examination of the returned product identified that the tip has fractured. Not all pieces of the plastic tip were returned. The device has some wear and dings marks. The reported device should be used to impact taper into the head and not head into the stem. The reported products were reviewed for compatibility and it was determined that the following implants/instruments are not compatible: part# 110029132 and versa-dial head. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during an initial shoulder arthroplasty that the doctor was impacting the versa-dial head implant onto the humeral stem with the comprehensive metal impactor, and the impactor fractured.